Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient complained of pain from procedure. They had been taking pain pills. Patient was not able to void at all on them again today. Toes were numb on both feet. It was described as a weird sensation. Patient was disappointed because they were doing well and now not. After switching programs, patient felt toes wiggling on right foot. It was advised to decrease stimulation to comfortable level. Patient was getting less fluid out with them cathing but has not decreased fluid intake. Patient had a bad day yesterday because they had 8 bms which was usual. Patient also felt like that their vagina was swollen and burning. Patient was also in pain. Patient mentioned therapy having its ups and downs. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Note: event date and date received by MFR aware date are (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.